Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.1 was failed to lock and unlock. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer had failed. The field service engineer (fse) found that drawer was experiencing issues with the open/close sensor not reading correctly and adjusted it. Based on user reports of the drawer not unlocking or locking when prompted, fse replaced the drawer controller to resolve the issue. The drawer was tested using unlock, open/close, and lock functions in the hardware test application, and all tests were successful. The system functioned as intended after the field service engineer repaired the device.